Event description:
Customer reported a button error alarm while he was on vacation due to the insulin pump getting wet. He stated that he replaced the battery and received another alarm. The blood glucose reading was 198 mg/dl. He stated that the insulin pump was not stored or out of use for an extended period of time. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Insulin pump unable to test error test due to no button response. Unable to verify alarm due to no button response. Insulin pump received with minor scratches on display window and received with cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.